Event description:
A review of programming history was conducted and found that sys diagnostics resulted in high impedance for this pt as early as (B) (6)2006. This event was not reported to the MFR by the physician. It is unk if any interventions were taken to address this event. Attempts for further info have been unsuccessful to date.